Event description:
It was reported that at the beginning of a laparoscopic cholecystectomy, the cap of the device came apart. The device had been inserted into the patient with no difficulty, the camera was inserted into the device and the surgeon noticed that gas was significantly leaking causing a loss of insufflation. The surgeon started to remove the camera and the device fell apart. A second device was used that cracked at the weld seam and leaked, but was used to finish the case. There was no patient injury. See MFR report #2134070-2012-00297 regarding the second device.

Manufacturer narrative:
Final device investigation found that the seal cap of the device was no longer intact and was separated along the weld seam into an upper and lower half. It was noted that the obturator was not returned.